Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d8 and h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, monitor does not power up occurred due to failure of the printed-circuit board (g1 board). The cause of the faulty g1 board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the startup failure due to printed circuit board and stripping of screen coating. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the hd 3cmos autoclavable camera head exhibited the following issue: power does not turn on. The issue was found during an unknown event. The procedure was also unknown. There were no reports of patient or user harm associated with this event.